Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The starclose se device was being used in an area with calcification. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: correction of facility address and phone number.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device code (B)(4).

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure to treat peripheral arterial occlusive disease. Reportedly, hemostasis was not achieved with the starclose clip as there was still bleeding. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.